Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, aiming arm for proximal femoral nailing system (tfna) was broken. It was found out in the sterilization department. There was no patient involvement.  During manufacturer's preliminary investigation of the returned device it was observed that the device has broken polymer pin. This report is for one (1) 125 deg aiming arm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: 125 deg aiming arm was received at cq. Upon visual inspection at cq, it is observed that the locating pin which was pressed fit in to the hole of the aiming arm is missing. The remaining portions of the device shows normal wear consistent with the use which would not contribute to the complaint condition. During the investigation no unidentified issues were found. The complaint is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. While no definitive root cause could be determined, it is possible that the component might have misplaced during use or sterile processing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 03.037.014 , lot number: l494666, manufacturing site: hägendorf, release to warehouse date: 13. Sep. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.